Event description:
The user facility reported a 44-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported there were on going placement signal not reliable issues. Additionally, there was a pump stop that occurred. Tolerated off impella relatively well in lieu of milrinone infusion, however, upon arriving to the or their pa pressures shot up to 100 and was given lasix and escalated vasopressor/inotropic support. There was a subsequent impella exchange to a different impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for evaluation. However, data logs were reviewed which showed towards the end of the case, a motor current spike of 30,000 and alarm 115 & alarm 119 occurred. This is indicative of all the motor lines being open. The root cause of the pump stop is most likely due to open electrical lines.